Event description:
Customer received a result of 7.6 mmol/l on the compact plus system and a result of 15.4 mmol/l on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number 20808844, expiration date 02/28/2015). (B)(4).